Event description:
Hospital advised that the pump alarmed and displayed "channel error" as intended when the device was in use. The error log was checked and it was determined the error was a "sensor high broken" error. There was no pt consequence.